Event description:
It was reported that: the guide wire fractured during usage. Additional information: patient consequence, a hematoma at the right groin, patient felt pain. The physician arranged for a CT to scan patient condition. There was bleeding low hemoglobin found by blood test and one bag of blood was infused. The patient was reported to be fine post this intervention with no adverse reaction.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn # (B)(4). The customer provided four photos for analysis. The four photos revealed two acute hemodialysis catheters and two guidewires. The complaint of guidewire unraveled in use was able to be confirmed by the photos for both complaints. The photos show a severely unraveled guide wire with significant evidence of use (dried blood). Unraveling can be observed , however, it cannot be determined if a complete separation occurred from the photos. A complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. Precaution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously." The customer report of guidewire unraveled during use was confirmed by visual inspection of the customer supplied photos. The photos revealed a used acute hemodialysis catheter and a severely unraveled guidewire. However, full complaint root cause analysis could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history and no relevant findings were identified to suggest a manufacturing issue. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force per bs en iso 11070 test configuration. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the guide wire fractured during usage. Additional information: patient consequence, a hematoma at the right groin, patient felt pain. The physician arranged for a CT to scan patient condition. There was bleeding low hemoglobin found by blood test and one bag of blood was infused. The patient was reported to be fine post this intervention with no adverse reaction.

Manufacturer narrative:
(B)(4). The customer returned one guide wire, catheter, and guidewire assembly tube for analysis. Signs of use were observed in the form of biological material on the guidewire and catheter. Visual examination revealed that the guide wire was unraveled near the distal end. The points of separation were adjacent to the welds on both ends of the wire. Both welds were returned full and spherical. The core wire distal j-bend was no longer intact. Microscopic examination of the guide wire confirmed the damage and confirmed that the core wire was broken adjacent to the distal and proximal welds. The exposed core wire tips were tapered and discolored at the points of separation. The core wire measured at 680mm which is within the specification of 678mm-688mm per product drawing; this indicates that all of the core wire was intact and returned for investigation. The outside diameter of the guide wire measured 0.850mm which is within the outer diameter specification of 0.838-0.877mm per product drawing. Functional inspection could not be performed on the r returned guidewire due to the condition of the sample. However, functional testing was performed on the returned catheter with a known good lab inventory guidewire of the same outer diameter. The test was performed per IFU "thread tip of catheter over guidewire. Hold catheter at desired depth and remove guidewire". The lab inventory guidewire was able to pass through the catheter with no observed resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled during use was confirmed through examination of the returned sample as the guide wire was unraveled near the distal end. The points of separation were adjacent to the welds on both ends of the wire. Both welds were returned full and spherical. The core wire was broken adjacent to the distal and proximal welds. The guide wire met all dimensional requirement ents during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the guide wire fractured during usage. Additional information: patient consequence, a hematoma at the right groin, patient felt pain. The physician arranged for a CT to scan patient condition. There was bleeding low hemoglobin found by blood test and one bag of blood was infused. The patient was reported to be fine post this intervention with no adverse reaction.